Event description:
The pt reported speech problems after programming. The pt's tremor was controlled, however, the pt had difficulty speaking and voice restrictions. The pt did not feel better after the hcp turned off the device. The pt stated he cuts the grass around the power plant located about 50 yards from his home. The pt reported feeling fine while at home. The MFR provided compatibility guideline info and redirected the pt to contact their hcp for follow up. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if the additional info is received. Refer to medwatch report # 3004209178200800712.